Event description:
It was reported that during an unknown procedure the applier fired the clips opened or partially closed. The procedure was carried out and finished by using a new device er420. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Dropping or ejected clip the analysis results of the er420 device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have caused the found condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.